Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call experiencing high blood glucose levels for three days. The customer's blood glucose 487 mg/dl, and after treatment with a manual injection, it was 287 mg/dl. The customer stated that the insulin pump therapy was discontinued and had reverted to manual injections. The customer complained of dehydration, shortness of breath and dry mouth. The customer's most recent blood glucose reading was 267 mg/dl. The customer contacted a doctor regarding the unexplained high blood glucose levels. The customer also observed an air bubble in the reservoir and was advised to run a manual prime with the current infusion set. The customer stated that the air bubble moved to the tubing. The customer stated that the insulin pump had previously alarmed motor error during a basal delivery. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.